Manufacturer narrative:
The field service engineer cleaned the sample probe and checked the sonic wash stations. Precision testing was performed and no further issues were reported. The investigation determined the reagent probe was ok. The investigation is ongoing.

Event description:
The initial reporter received questionable tp2 total protein gen.2 and hdlc4 hdl-cholesterol plus 4th generation results for two patients tested on a cobas c 503 analytical unit. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples. Sample identifier (B)(4) had an initial total protein result of 2.18 g/dl. The patient's repeat total protein result was 6.51 g/dl. Sample identifier (B)(4) had an initial hdl result of 56.8 mg/dl. The patient's repeat hdl result was 20.1 mg/dl. The total protein and hdl reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
It was reported the samples were centrifuged for 3 minutes at 4000 revolutions per minute. The customer was recommended to follow the sample tube manufacturer's centrifugation specification. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue. The investigation determined cleaning the sample probe resolved the issue.